Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had been ¿having problems¿ for about a year; the patient had more frequency, bladder spasms, and had to go to the bathroom and wear depends all the time. The patient finally went to their healthcare provider (hcp) and it was found that the ins battery was dead; the consumer thought that was rather short and longevity factors were reviewed. The current hcp scheduled surgery for the incorrect time of day per the patient¿s diabetes needs and neglected to reschedule, but the initial hospital did not take the patient¿s insurance. The procedure was scheduled at a second hospital and pre-op was done, but that hospital did not take the patient¿s insurance either. It was noted that there were only 2 hospitals that allow the device implant; hcp listings were provided for the patient the review and discuss further with additional hcps. The patient had unrelated medical conditions of being legally blind, critical type 1 diabetes since they were a teenager, and fell and broke their leg while tired/walking around and had 4 surgeries and was bedridden. No further complications were reported/anticipated.